Event description:
The account alleged that the siderail latch bracket weld is broken and the siderail will come unlatched.

Manufacturer narrative:
The account replaced the siderail to repair the bed.